Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) in the 40s (mg/dl), cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, the insulin gauge was intermittently inaccurate. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, the pump shut off unexpectedly. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.